Event description:
Per the independent repair center, the customer alleged problem is the o2 nipple. The key failure is the o2 nipple is broken. Additional malfunctions are the pilot valve alarms and shuts down and the power switch has no alarm.